Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025 due to blockage in tubing. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007794 in question was manufactured at the reynosa site. The reference samples for the lot 6007794 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 19/jun/2025. All test results were found within specifications as per the test report complaint 2211867 test report.pdf attached in this record. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 5/5 samples passed the test. Note: 5 of the 10 reference samples were not able to be test for flow due to the samples were used in a special investigation under CAPA. Device history record (DHR) review: the lot 6007794 was manufactured according to the wi version 115, in the line inset 3, on 01/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6007794 and one other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.